Manufacturer narrative:
(B)(4). Batch # r92060. Investigation summary: the device was returned with the cable cut off. Due to the condition of the returned device, no functional test could be performed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the audible feedback click function of the device stopped working. The device was cleaned a couple of times but the click didn¿t return. The surgery was continued without any issues using the device. There was no patient consequence.